Manufacturer narrative:
It was reported that the colonic ftrd was used for the removal of a polyp in the cecal bowel, which had previously been reduced in size by means of endoscopic mucosal resection. Successful clip application prior to tissue resection was not visually verified by the user. As a result, a perforation occured. The device was discarted by the hospital and not available for technical analysis by us. The review of the lot-based production related quality records showed no abnomalities that would raise suspicion of technical malfunction of the device. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of the target tissue.

Event description:
It was reported that the colonic ftrd was used for the removal of a broad-based polyp in the coecum, which had previously been reduced in size by means of endoscopic mucosal resection. Successful clip application prior to tissue resection was not visually verified by the user as specified in the IFU of the product. As a result, a use sequence mistake occurred, leading to a perforation. To close the perforation, the patient underwent surgery. The patient recovered uneventfully in the further clinical course.